Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Product testing was performed and defect found: physical defect of strips - discolored grey pads. Returned product was forwarded to packaging. Internal evaluation was completed and no abnormalities were observed. Most likely underlying root cause: mlc-063: damaged during transit. Note: manufacturer contacted customer in a follow-up call on 16-feb-2021 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for the ketone test strips. Customer had reported complaint via e-mail and was contacted via telephone. Customer stated when she had opened the box, the lid on the test strip vial had been open and the ketone test strips had been grey in color. Customer stated that the box had been sealed and intact when received and it did not appear to be tampered with. Customer stated that she had performed a test using one of the test strips from the vial and had seen no change in the color, it had remained grey. The product storage and open vial date are unknown. The customer feels well and did not report any symptoms. No medical attention related to the use of the product was reported. .